Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in a ureteroscopy procedure. According to the complainant, the basket would not open. The procedure was successfully completed using a second zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned zero tip nitinol retrieval basket revealed the basket was received in the open position. This is contrary to the initial report that the device would not open. However, the basket would not close. The handle cannula was removed from the pinch vise. The returned device was not received in a way that it would function, and there are signs that the device may have been disassembled prior to returning. The exact root cause cannot be determined; therefore, the most probable root cause for this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in a ureteroscopy procedure. According to the complainant, the basket would not open. The procedure was successfully completed using a second zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.